Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was nonfunctional for pain relief despite reprogramming done. The patient underwent an ipg replacement procedure and was doing well postoperatively. The old ipg was replaced with a magnetic resonance imaging (MRI) compatible ipg. No device malfunction suspected. The explanted ipg was kept by the hospital and will not be returned.